Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, during the procedure it was impossible to remove the 5f pig guide catheter (cath mb 5f pig 110cm 6sh) from the guide wire. Still, when trying to remove the guide catheter, the catheter broke into the introducer, leaving the tip of the catheter stuck into the left iliac artery of the patient (20cm). The piece of the guide catheter (complaint product) was removed using a lace device. There was no reported patient injury but the surgery took extra time. The device was not returned for analysis. A device history record (DHR) review of lot 17642162 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) resistance/friction - in-patient¿ and ¿brite tip/distal tip separated ¿ in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the resistance/friction and separation reported could not be determined. Based on the limited information available for review, procedural/handling factors may have contributed to the resistance and subsequent separation reported. According to the instructions for use, which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Keep the catheter filled with either flushing solution or contrast media while the catheter is in the vascular system and consider the use of systemic heparinization. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the device history record (DHR) nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17642162) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure it was impossible to remove the 5f pig guide catheter (cath mb 5f pig 110cm 6sh) from the guide wire. Still, when trying to remove the guide catheter (complaint product), the catheter broke into the introducer, leaving the tip of the catheter stuck into the left iliac artery of the patient (20cm). The piece of the guide catheter (complaint product) was removed using a lace device. There was no reported patient injury but the surgery took extra time. The device will be returned for analysis.